Event description:
The reporter contacted animas on (B)(6) 2014 stating that they think the pump is working fine but wanted to check the basals to make sure the patient was getting basals throughout the day. Customer support (cs) confirmed that the patient is getting the basals throughout the day. The reporter stated that the patient is a new pump user. The reporter stated that the patient has had ketones as the day progressed. The reporter stated that the patient had large ketones on (B)(6) 2014 and the certified diabetes educator had them increase the basal rate for morning and evening. This report is being made due to the hyperglycemic event the patient experienced.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: the black box contains dates from (B)(6) 2014 to (B)(6)2014. The black box and histories for the event on (B)(6) 2014 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.